Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main enhanced half-height drawer 5.2 was not detected by bus. The field service engineer (fse) ran diagnostics and found that the 5.2 drawer was not showing up. The light emitting diode (led) lights were checked and all were on except for the bottom right led on the module board. The fse replaced the control and module boards, but the same issues persisted. The pockets were manually removed from the drawer, and it was discovered that the row board cable had been cut near row a. A new row board cable was replaced, but the issues continued. Finally, the fse replaced the retractor band, and the issues were resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drw 5.2 was unable to open and required maintenance. The station was rebooted and storage space was recovered, but the issue persisted. The system displayed a failed to open error with the hardware message drawer controller not present error. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.